Manufacturer narrative:
The field service engineer found there was sodium buildup on reaction cells due to the rinse nozzle tips and sodium contamination in the cell. He replaced and adjusted the nozzle tips. He ran ise checks and precision testing which met specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable ise indirect gen.2 sodium result for one patient sample from the cobas 6000 c501 module. The initial result was 153 mmol/l and the repeat result was 137 mmol/l. The questionable result was reported outside of the laboratory and was questioned by the physician. The electrode lot number and expiration date were requested but were not provided.